Event description:
It was reported that the customer's insulin pump alarmed motor error several times, but the device rewinds properly. Troubleshooting was performed. The fixed prime and the displacement test passed. Reviewed the alarm history and the alarms were confirmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The motor passed the motor test.